Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Additional initial reporter: (B)(6). Alarm resolved it by pressing the iab fill key and confirmed helium tubing was clear with secure connections.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.